Event description:
During a coronary stent procedure, the shaft of the delivery/stent device broke during advancement. The delivery/stent device was removed without incident and another MFR's stent was used to complete the procedure. No pt injuries or complications were reported.